Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to suspicion of external outflow graft obstruction (eogo). The patient was found to have 85% eogo which was confirmed with imaging. The patient was with heart failure symptoms requiring increased diuretics. The log files captured low flow events on 10mar2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms.